Event description:
It was reported that during an esophagectomy procedure, the surgeon was firing the device to join conduit with the esophagus. The surgeon fired the device 1/3 into the green on the device (around 2mm). The surgeon did this as the tissue was particularly thick. When the device was fired there was a crunch heard as normal, however the knife did not cut through the sutures completely. When pressure was applied to the anastamosis the tissue came apart as the staples had not formed completely. This was only on one section of the anastamosis. The tissue was hand sewn the area affected. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information provided procedure was performed open. Blue tlc was used to form the conduit prior to rejoining with the cdh. Hand tie purse string was used to secure anvil. Surgeon heard click to know anvil had attached. The indicator was 1/3 way into green zone when fired. No buttressing used. Was fried across staple line and purse string the same as if it was a colorectal procedure. Gun fired correctly, and crunch heard, nothing unfamiliar. No extra forces securing or removing device, although tissue was reported as being thick. Just extra time putting extra sutures into unformed part of staple line. Surgeon fired device. Surgeon has been using cdh for around 10 years.